Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home, he experienced intermittent power limit advisory alarms. As the alarms became more frequent, the pump stopped intermittently, and as a result a decision was made to replace the lvad with the MFR's clinical trial lvad. The patient remains ongoing with the MFR's clinical trial lvad. The pump was returned to the MFR for analysis.

Manufacturer narrative:
The patient remains ongoing with the MFR's clinical trial lvad and the explanted device has been returned and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.